Manufacturer narrative:
H3) the software team reviewed the case details. According to the case description, the site reported difficulties in registering a patient. The site got registration metric of 3.0mm with trace registration. As per troubleshooting information, editing the registration model for smoother surface and using the trace technique helped the site to get the accuracy metric 2.1mm and the surgeon was satisfied to proceed with surgery. Based on the information provided, editing model and following trace registration technique resolved the issue, this does not appears to be an issue with the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735672, version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they were having difficulties registering a patient while they were in surgery. The site was using a flat emitter and doing just trace registration. Before calling, they were only able to get the registration accuracy to 3.0 mm. The scan covered most of the head so the surgeon was able to do a christmas tree pattern on the nose and large swoops on patient's forehead. The site tried re-downloading images with no change. Technical services (ts) had the site try registration again while on the phone, they got to 2.2. Ts had the site try three point touch registration orientation with no change. They edited the registration model to make the surface of model smoother. The registered again and added short stints of trace after reaching minimum trace. The surgeon was able to get down to 2.1 mm accuracy and was satisfied enough to continue with surgery.